Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source had no image when connected to a 290 series endoscope. The issue was found during reprocessing ahead of a gastrointestinal endoscopy routine examination. The procedure was completed with the same device without any delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no issues with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.